Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information,customer had a catheter that broke off in his bladder. He had a lot of pain and bleeding when he is using the catheter. There was not an item number or lot number listed (item used only to open the complaint). Customer stated that he had a CT scan done & he had pain for at least several days before the test was done. He stated that the CT scan showed the catheter in his body.